Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. They mentioned that they were experiencing low blood glucose level which they treated with soda and eating small snack and an hour later it was 459 mg/dl. They treated high blood glucose level with manual injections. The customer also received calibration not accepted alarm and change sensor alarm. The customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.